Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found the on/off switch to be defective. The on/off switch was replaced and the unit was returned back to customer. No report of patient involvement.

Event description:
A ge healthcare service representative performed a checkout of the equipment and noted the on/off switch failure. There was no reported patient involvement.